Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son in law reported via phone call that they experienced high blood glucose and insulin pump had insulin flow blocked alarm. The customer¿s blood glucose was 485 mg/dl. The troubleshooting was performed for the insulin flow blocked alarm and found that the insulin exited. The troubleshooting was offered for high blood glucose, son in law declined went through some troubleshooting for insulin flow blocked, son in law was not want to proceed anymore and advised caller to change the whole set and continue with bolus. The product will not be returned for analysis.